Event description:
It was reported that when using the bd pyxis¿ es server, the customer contacted support to report an interface issue. The customer stated that an interface upgrade had been completed and was functioning properly initially. Subsequently, an error was received indicating that the interface was down. The customer reported that adt and epic rx messages were not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the customer had been migrated to a new cce server running windows server 2022 with carefusion coordination engine cce) version 1.8. A technical support specialist (tss) configured the service recovery options to automatically restart the services upon failure. Following this change, the issue was resolved and normal functionality was restored. The system functioned as intended after technical support specialist troubleshot the device.